Event description:
Surgeon was using laser on patient's right eye. He then switched to the left eye and the laser shut down with a system failure code 8112. Attempts were made three times to restart laser. Alcon's tech number was contacted and the tech said the laser would need to be serviced before it could be used again. Multiple attempts were made to find another laser from other hospitals without success. As a last ditch effort the laser was retried after 45-60 minutes and it restarted without a problem and the case was finished.====================== health professional's impression======================in this particular case there was no adverse event, just a delay in completing the case and having the patient under anesthesia longer than planned.====================== manufacturer response for laser coagulator, alcon purepoint diode laser======================alcon sent a field engineer and they could not duplicate the problem.